Event description:
It was reported patient underwent m2a hip arthroplasty on unknown date. Subsequently, patient was to undergo a revision procedure due to unknown reasons; however, the revision procedure was cancelled for an unknown reason. It is unknown if revision procedure was rescheduled. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Product identification & expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown. The product identification necessary to review manufacturing history was not provided.